Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the user forcibly inserting and removing the cleaning brush with the insertion part rounded too much. The event can be detected/prevented by following the instructions for use which state: "do not coil the insertion section or the universal cord of the endoscope with a diameter of less than 40 cm. If the diameter is less than 40 cm, it may be difficult to pass the brush completely through the channels." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The tube cleaning brush could not be inserted. The connecting tube had a buckling. The grip, forceps channel port, switch box, scope cover unit, scope cover case unit and plug unit had a scratch. Due to a pinhole on the channel tube, water tightness was lost. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a pipe cleaner (tube cleaning brush) broke off inside the working channel of the evis exera iii gastrointestinal videoscope. The pipe cleaner (tube cleaning brush) could not be inserted, and the one that had already been inserted could not be extracted. The issue occurred at reprocessing after a procedure. No patient harm reported. During the evaluation of the device, it was noted the channel tube was clogged, and the tube cleaning brush could not be inserted due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the channel tube was clogged, and the tube cleaning brush could not be inserted due to insufficient or incorrect reprocessing noted at estimation.